Event description:
Indication for procedure: damaged ICD lead. Procedure: this was a left-sided procedure to remove and replace one, ra lead implanted in 2001. After lasing and successfully extracting the ra lead, the sls still in place, the md noted a immediate drop in the pt's blood pressure. Using a trans esophageal echocardiogram a pericardium tamponade. The md then proceeded to perform a thoracotomy and was able to visualize two perforation in the svc. The injuries were successfully repaired, but pt was unable to recover their blood pressure and expired. Device analysis: the devices utilized in this case were unfortunately disposed of. The lot history review showed no history of problems. The physician reported the spnc devices were not the causative factor in the pt's death.